Event description:
The facility reported to a pump with failure code 804:52. It is unknown when this failure code occurred. There was no pt injury or medical intervention necessary according to the hospital rep.